Event description:
An adverse skin irritation issue was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms of infection described as a ''lump'' under the skin, red and inflamed at the sensor site. The customer then had contact with a healthcare professional (hcp) who examined the affected puncture site via ultrasound, detected pus and cut it open, applied an iodine ointment, put a plaster on the wound, and then administered unspecified antibiotics. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint. The device history record (DHR) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Sections b3 - date of event was updated to 9/71/2024, d4 - primary UDI number was added, g3 - date received by mfg was updated to 9/30/2024 and h4 - device mfg date was updated to 8/03/2024. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin irritation issue was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms of infection described as a ''lump'' under the skin, red and inflamed at the sensor site. The customer then had contact with a healthcare professional (hcp) who examined the affected puncture site via ultrasound, detected pus and cut it open, applied an iodine ointment, put a plaster on the wound, and then administered unspecified antibiotics. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Data was extracted using approved software and extraction was successful. Visual inspection was performed on the returned sensor patch and no issues were observed. Adhesive has not been returned. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin irritation issue was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms of infection described as a ''lump'' under the skin, red and inflamed at the sensor site. The customer then had contact with a healthcare professional (hcp) who examined the affected puncture site via ultrasound, detected pus and cut it open, applied an iodine ointment, put a plaster on the wound, and then administered unspecified antibiotics. There was no report of death or permanent impairment associated with this event.